Event description:
The physician attempted to deploy a resolute integrity 2.50 x 12 mm rx drug eluting stent. The target vessel was the rca. There were two lesions side by side. The first was 100% occluded and the second was 95% occluded. A pre-dilatation was carried out. The resolute integrity stent was advanced to the lesion, however, it did not inflate. During the attempt to withdraw the device, the stent dislodged in the right profunda femoral artery. An attempt was made to remove the stent using a wire, however, this was unsuccessful. The stent is now located in a side branch of the arteria profunda. Another stent was implanted in the rca. No issues were noted during the negative prep of the resolute integrity device prior to use. No further clinical sequelae were reported. Device evaluation: the hypotube was kinked on a number of sections distal to the strain relief. The kinks were located at 3cm, 32cm, 50cm, 73cm and 96cm distal to the strain relief. The stent was not present on the balloon. On inspection of the balloon crimp impressions were visible. The balloon was inflated on evaluation and it was noted that there was a pinhole leak on the proximal section of the balloon near the marker bands. No damage was noted to the remainder of the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent embolism). Patients condition affected effectiveness of the device (target lesions were 100% occluded and 95% occluded). Related to operational context (no issues were noted during negative prep prior to use. Balloon leak most likely occurred during procedure). Evaluation conclusion: inherent risk of procedure (failure to deliver the stent and stent misplacement). Device failure related to patients condition (target lesions were 100% occluded and 95% occluded). Operational context caused or contributed to the event (no issues were noted during negative prep prior to use. Balloon leak most likely occurred during procedure). (B)(4).